Manufacturer narrative:
Ref comp # (B)(4).

Event description:
On (B)(6) 2024 fujifilm healthcare americas corporation was informed of an event involving dc-08d. It was reported that the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure, and during the withdrawal, the dc-08d cap fell off into the patient's mouth. Md went back to check on patient's mouth and removed the black cap with gloved hand. Patient was intubated and sedated after the procedure. The procedure was able to finish successfully. His vital signs remained stable without distress. There was no report of patient harm or injury. No additional information was provided.